Event description:
Pt died 24 hours after treatment by eswl. Event occurred in (B)(6).

Manufacturer narrative:
The system eval conducted on 07/09/2015 indicated that the device was in compliance with dornier specs. Customer believes the cause of pt death was endotoxin shock with sepsis. The pt was suffering from cirrhosis of the liver. In such a case, more gram negative bacteria are in the stone itself. After the urinary calculus was crushed, the pt became septic and subsequently died. There was no fault noted with the device as manufactured and the device was found to be functioning within dornier specs. Dornier medtech (B)(4), inc is submitting the report on behalf of dornier medtech system (B)(4)(the MFR) per exemption number (B)(4).